Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. It is unknown where this event occurred. This medwatch report is being filed on behalf of livanova (B)(4). As no device information or contact information for the facility or for the initial reporter was provided in the user medwatch report, sorin group (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. In the event of receipt of new information, a supplemental report will be provided.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5067154) that a patient presented with fatigue and intermittent fevers and was diagnosed with endocarditis following an aortic valve replacement and mitral tricuspid valve annuloplasty in 2015. The infection will require long term treatment. In 2016, blood cultures identified mycobacterium chimaera.